Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of (3) 5f mynxgrip vascular closure device (vcd) would not hold pressure and that there was no saline weep from the balloon indicator during prep. The physician got white/black/white but no saline weep. There was no reported patient injury. The physician then had the staff pull the remaining lot of this device and called the sales representative. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The three devices and one sterile device will be returned for evaluation. (B)(4) : a non-sterile and a sterile 5f mynxgrip vascular closure devices involved in the reported complaint were returned for investigation. Visual inspection of the non-sterile device showed that the shuttle was engaged to the black handle. The sheath used in the procedure was not returned with the device for the evaluation. Nevertheless, the syringe used was observed to be returned attached to the returned unit with the stopcock in the open position. The sealant and advancer tube were returned in their manufactured positions. Meanwhile, the sterile unit was received in its original packaging with a new syringe to be used and without sign of any damage or abnormal condition. The sealant and advancer tube were mounted in their manufactured positions as expected. Additionally, both units did not present any damage to the balloon received. Functional testing was executed using the returned syringes to inflate and deflate both units¿ balloons. During this analysis, no balloon inflation or deflation difficulty was observed from the devices that could be related to the reported event. A microscopic analysis was performed to the balloons to confirm the state of the surface and body. During the analysis, it was observed that no damage was found on the balloons¿ surfaces that could be related to the reported event. The reported events of ¿balloon-balloon loss of pressure at prep¿ were not confirmed through analysis of the returned devices as they passed functional/microscopic analysis. The exact cause of the reported incidents could not be conclusively determined during analysis of the returned devices. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to the issues experienced since there was no loss of pressure noted on either device. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces, which can be mistaken as a balloon loss of pressure. Neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of (3) 5f mynxgrip vascular closure device (vcd) would not hold pressure and that there was no saline weep from the balloon indicator during prep. The physician got white / black / white but no saline weep. There was no reported patient injury. The physician then had the staff pull the remaining lot of this device and called the sales representative. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The three devices and one sterile device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.